Event description:
On (B)(6) 2013, the pt presented to the emergency room complaining of abdominal pain. A computed tomography (CT) scan taken the same day revealed an abdominal aortic aneurysm measuring 10 cm in diameter. The pt was emergently implanted with a system of gore excluder aaa endoprostheses to treat the aneurysm. On (B)(6) 2013, a follow-up CT scan revealed a proximal type I endoleak. On (B)(6) 2013, the physician ballooned the existing stent graft system, then implanted a gore aortic extender component to treat the type I endoleak. The endoleak was resolved, and the pt tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore excluder aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to endoleak.